Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The patient alleged that the up arrow, down arrow, and ok keypad buttons were under responsive after the keypad was missing/peeling. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 06-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2018 with the following findings: during investigation, the original complaint was unable to be duplicated. Opened keypad cover, no contaminants found under contacts. Opened pump, no intermittent conditions observed on keypad flex connector. Unrelated to the original complaint the battery compartment was found to be cracked.